Manufacturer narrative:
The patient was scheduled for a follow up for a date in the future. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated with a programmer. Additionally, no magnet rate was able to be obtained when a magnet was placed over the device. It was reported that the patient was lost to follow up and the device had not been checked since implant. No adverse patient effects were reported.